Event description:
The facility reported a pump that over infused. This problem identified during patient use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 20, 2007. Evaluation summary:the reported condition of a a pump that over infused was not confirmed and could not be duplicated during product evaluation. Therefore, no further correction was made.